Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.0 inr on the coaguchek xs system and 2.5 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a low anterior resection procedure, the device completed the firing and when the surgeon observed the staple line, the device had cut the tissue of the sigmoid colon but there was an incomplete staple line. The proximal doughnut was complete but the distal doughnut was distorted. The surgeon visually checked the staple line after using suture to over sew and secure the anastomosis. The patient is stable.